Manufacturer narrative:
Additional information: g4, g7, h2, h3, h4, h6, h10. Additional information received indicated that a small amount of csf leak was noted. No other patient harm or injury was noted. Patient's condition was stable. No product sample will be returned as it was disposed after surgery. Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review could be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. The deviation and non-conformance opened at the manufacturing facility for the subassy components that go into the finished device, were closed successfully after testing results were received as acceptable and 100% cull. All manufacturing and release documentation show no issues that could explain the reported condition. With the information provided a root cause could not be reliably determined, as there is no way to reliably determine why the reported condition occurred. The file will be closed as unconfirmed, and root cause could not be reliably determined. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported cerebrospinal fluid leakage for 206520 duraseal exact spine sealant system. A second spinal surgery was needed to correct the csf leak on (B)(6) 2020. There was no known patient information. The lot number of the specific duraseal product used in surgery was not documented or able to be recalled by the neuro coordinator. However, customer service pulled the lot number from the closest order placed to the surgery date. Additional information has been requested.